Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that the only supporting info was that the pt experienced an intrabdominal abcess four days after surgery. The device code is unk. The pt was readmitted in 2000 for complications.